Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of patient harm/injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got corrected.